Manufacturer narrative:
Constant replace battery now alarms after battery insertion due to severe corrosion on all electronic assemblies. Unable to verify unexpected low battery alerts due to constant replace battery now alarms. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The pump was received with missing retainer, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to back button, severe corrosion on force sensor assembly and moisture damage on motor assembly.

Event description:
The customer's parent reported via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was 223 mg/dl. The customer states the insulin pump was exposed to fluid/moisture and kept saying low battery. Customer states they see fluid under the lcd. Customer stated doesn't see any actual fluid but there is definitely moisture and fogginess. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.